Event description:
Same case as MDR ID# 2134265-2011-04571. It was reported that during preparation for a rotational atherectomy treatment procedure a guide wire fracture occurred. Target lesions were located in the severely calcified left main coronary artery, left anterior descending artery, and left circumflex artery. During platforming of the 1.50mm rotablator rotalink plus burr outside of the body, the 325cm floppy rotawire guide wire fractured when the physician attempted to raise the rotational speed of the burr to 180,000rpm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Event description:
Same case as MDR ID # 2134265-2011-04571. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. Target lesions were located in the severely calcified left main coronary artery, left anterior descending artery, and left circumflex artery. During platforming of the 1.50mm rotablator rotalink plus burr outside of the body, the 325cm floppy rotawire guide wire fractured when the physician attempted to raise the rotational speed of the burr to 180,000rpm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by MFR: the rota guide wire was received for analysis. Only the distal section of the device was returned. Visual inspection revealed a core wire fractured at 132cm from the proximal end. Rotational marks were noted at the fracture zone. The outer diameter that could be measured was found to be within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).